Event description:
The pt had a mr procedure. They were scanned with the sense body coil. After the examination a second degree burn with a blister size of approx 2 cm was found on the upper right hip. Also, a second degree burn with a blister size of approx 1 cm was on the pt's wrist.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.